Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to load past blue carefusion screen. The customer restarted but still did not load past this screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station got stuck on cfnapp desktop blue screen. The technical support specialist (tss) dialed in and installed the remote support service (rss) agent package version 4.12. The system was rebooted and validated successfully, and the task was marked as complete. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.